Event description:
According to the initial report received via email on 23july2025, protect study patient experienced "partial right renal infarction." Event onset is 08aug2019 and event end date is 15aug2019. The event is recorded as possibly related to the amds device and possibly related to the amds implant procedure. No pre-existing conditions caused or contributed to the event. Treatment was provided and the event outcome is listed as resolved. The amds device was implanted on (B)(6) 2019.

Manufacturer narrative:
Please note hde number (B)(4). This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Manufacturer narrative:
Please note hde number (B)(4). This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. A sample evaluation was not performed as the device remains implanted. The manufacturing records for amds-55-40, lot c2458560d (finished goods) and lot c2458498e (subassembly) were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were found to be related to the complaint. The available information was reviewed. A complaint was reported on (B)(6) 2025 associated with a patient residing in germany and a participant of the protect registry study. The complaint indicates the patient experienced an adverse event that is ¿possibly¿ related to the amds device and implant procedure. Due to the patient being in the protect study, artivion was able to collect follow-up information pertaining to the complaint. Patient is an 81-year-old male who had an amds-55-40 (serial #/lot #: (B)(6)) implanted on (B)(6) 2019. The adverse event is reported as renal/urologic event described as ¿partial right renal infarction¿ with an onset date of 08aug2019 (~1 month post-op) and an end date on (B)(6) 2019. The event was deemed ¿possibly¿ related to the amds device and ¿possibly¿ related to the implant procedure. No pre-existing condition or acute disease were identified that caused or contributed to the event. The event was documented as a serious adverse event, due to reported ¿life-threatening illness or injury¿. The patient was already in the hospital and no treatment was provided for this event. The event outcome was documented as resolved and the patient was discharged on (B)(6) 2019. Of note, the patient remained in the study. Additional information from the study ecrf documents the following medical history: cardiac arrhythmia (v-fib), myocardial infarction. The CT images were reviewed, and the following significant findings were noted: ¿the preoperative data show no abnormalities in the area of the right kidney. The data from (B)(6) 2019, when the event is listed as ¿resolved,¿ do not include the renals.¿ the reviewer was unable to agree with the complaint description for the reason listed: no CT data is available for the period from (B)(6) 2019, to (B)(6) 2019, which is why no statement can be made regarding the description of the complaints and a possible connection with amds. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Of note, ¿renal insufficiency¿ reported is listed in the clinical evaluation report (cer) as potential adverse events. There were no documented reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. Based on the available information, a definitive root cause for this event cannot be determined. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications this event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.